Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was communicated to philips the device has ECG problem. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 processor pca was returned to philips for additional analysis. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The customer was provided with a replacement pca to resolve the issue. However, after the device was evaluated by the fa lab, the pca was confirmed to be operating per specifications and no failure was identified.